Manufacturer narrative:
A service engineer was dispatched and evaluated the device. The service engineer replaced the carbon bridge to resolve the issue.

Event description:
The unicel dxc 860i synchron access clinical system generated false low na (sodium) results. Controls (qc) were run prior to this incident. Qc run after this event shifted. Qc passed after the customer recalibrated ise (ion-selective electrode). The customer reran patient samples and found 36 patient samples with erroneously low na results. There was no impact to patient treatment. The customer did not question other analytes.